Manufacturer narrative:
The device was not returned for evaluation. Investgation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A patient had a right aagsv ablation procedure performed on (B)(6) 2021. There were no error codes, anatomy was normal and there were no notable observations regarding the catheter or the procedure. On (B)(6) 2021, the patient had a phlebectomy procedure on her right leg. There were no notes of any access site wound. On (B)(6) 2021, the patient returned for a left leg ablation procedure and on (B)(6) 2021, the patient had a left leg phlebectomy procedure. On (B)(6) 2021, the patient returned for bilateral ultrasound scans and there were no notes of any wound during the visit. On (B)(6) 2021, the patient was seen by the physician, and a 3mm wound was noted at the right anterior thigh access site. The patient reported that it started with a small blister. Medihoney was prescribed for the wound. A follow-up visit is planned for (B)(6) 2021.